Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the drawer was failed. The customer stated that this malfunction occurred while trying to pull oxycodone/apap medication to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had tried to issue a medication that had been approved by the pharmacy, but the drawers did not open. A technical support specialist (tss) confirmed that the customer did not have permission to pull controlled medications. The system functioned as intended after the technical support specialist tested the device.